Manufacturer narrative:
Correction: this device meet or exceeds 75% of its expected longevity. This device is no longer considered reportable.

Event description:
Additional information indicates that the ipg meets or exceeds 75% of the estimated longevity.

Event description:
It was reported that the patient had received an end of service message on their programmer. Surgical intervention may occur in the future to address the issue.

Manufacturer narrative:
Exact date of event is unknown. During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.